Event description:
On (B)(6) 2012, a neurosurgeon's office reported that this vns patient stayed overnight in the hospital after her implant surgery on (B)(6) 2012. While in recovery, the patient's temperature spiked to 103 degrees fahrenheit. The neurosurgeon stated that the patient was given ketamine. He also stated that at 5:00 pm, the patient began vomiting and continued to do so until 8:00 pm, at which time it was decided that the patient should be kept overnight. The patient's mother said it was difficult to put the patient to sleep prior to surgery, so perhaps this is why ketamine was given. Follow up with the neurosurgeon revealed that the vomiting and fever were both related to the surgery. No additional interventions were planned for either event. The only reported medication changes prior to the onset of the fever and vomiting was the administration of ketamine. The neurosurgeon clarified and confirmed that the patient was given ketamine before surgery because they could not put her to sleep. The vomiting did not occur with stimulation and was not a pre-vns issue for the patient. System diagnostics from the day of surgery were not available, but they were reported to be normal.